Event description:
It was reported that this pacemaker exhibited noise in this right ventricular (rv) lead as noted in the presenting electrogram (egm). Technical services (ts) provided a review noting possible t-wave oversensed beats and a possible fusion beat marked. Patient is dependent however rv sensed beats on the presenting appeared to be appropriate and there is no evidence of asystole or pacing inhibition. Ts was consulted and recommended further in clinic review to attempt to reproduce noise. This pacemaker remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).